Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited no image being displayed due to wear on the electrical contacts of the video connector, image noise due to damage on the board of the video connector, image noise caused by a broken imaging cable, and no image due to damage to the imaging unit. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the event 1 (no image) and event 2 (noise was generated, and no image showed up) could not be specified. Presumably, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject events. The following is included in the instructions for use (IFU): it was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.